Event description:
A report was received that the patient underwent a pocket revision due to the ipg being tilted at a 45 degree angle which caused charging difficulties. The physician made the pocket more shallow. The patient was able to charge successfully and was reportedly doing well following the procedure.